Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube has a combination of deep scratches and scrape marks on one side of the main tube. Material is removed as a result of the damage. The wear pattern of tube scraping is consistent with damage from a defective cannula. Additional investigation is underway regarding the cannula accessories and a follow-up MDR will be submitted if additional information is received. Scratch marks are likely due to instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from. Engineering also observed one conductor wire is broken at the yaw pulley exit. Wire may not have been securely attached to grip and broke during articulation of the wrist. Electrical continuity failed. No other damage was found.

Event description:
It was reported that the fenestrated bipolar forceps instrument has "a lot of wear at the tip". No additional information was provided. No patient harm, adverse outcome or injury was reported.